Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s had several ventricular fibrillation episodes due to right ventricular noise oversensing. It was noted that the noise oversensing occurred when patient moved their arm. Lead revision was discussed but not performed. The patient was stable and will continue to be monitored.